Manufacturer narrative:
Block b3: exact date approximated, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had migrated causing charging and connectivity issues. The patient's charger overheated while charging and the remote was not connecting to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.